Event description:
The customer contact reported inaccurate delivery. During incoming inspection, prior to release for clinical use, the customer contact reported the pump did not pass the "volume accuracy test." Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.